Event description:
It was reported by service report that the fowler was stuck in an elevated position. There was pt involvement. However, no adverse consequences are reported.

Manufacturer narrative:
Helmet and bearing support. Ball screw. Unit returned to stryker medical for repairs.